Manufacturer narrative:
(B)(4). Service technician was able to duplicate the reported issue. Faulty ventilator was connected with a good known test ac adapter and the spark was originated from the pigtail near the strain relief. Furthermore external inspection of the ventilator revealed damage pigtail and outer sheath was opened near strain relief with wires being exposed. Internal inspection did not reveal any abnormalities with the ventilator. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.

Event description:
Customer reported complaint that while patient was on the ventilator, spark originated from the pigtail connector near the strain relief. The ventilator continued to ventilate through the rest of the patient transport. It was noticed that the pigtail of the ventilator was damaged and strain relief was missing the part of the sheath. There was no harm to any patient or clinician in association with this event.